Event description:
Temporary external pacemaker device non-user malfunction. Rn reported holding down rapid atrial pacing button during tavr procedure. They noticed a flat line on the monitor vs pacing. No capture. She looked down at the pacer and saw the rap was not highlighted across the screen. She removed her finger and pressed again and the rap highlighted and initiated appropriately. It is unclear if this is user or equip error.